Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and received compromised force sensor system alarm on screen. The customer's blood glucose level was 286 mg/dl. The customer reported that the insulin pump received error alarm during prime. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Unable to perform operating basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address or serial number label and missing end cap sticker.